Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported blood glucose (bg) levels between 260-298 (mg/dl). Manual injections were delivered to address bg levels and the previous occlusions were addressed by changing supplies. Troubleshooting with tandem technical support was initiated, but not completed at the customer's request.